Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include pain, chills and a fever. The patient took antibiotics cefovit for one week. The patient visited the emergency room (ER) where the infected site was lanced and drained. The patient is continuing to take the antibiotics for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.